Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that around (B)(6) 2018, the patient had an accident at the airport where they were hit by someone, which caused them to fly across the floor and hit their head. They ended up having a concussion and had gone unconscious in the airport. Since the accident, the patient's stimulation stopped feeling the same as it has felt since 1989, and they have not been able to turn their neck. It was noted that normally when they bend their head down they would feel stimulation all the way to their toes, going down their arms, down their legs, and in their neck; the stimulation going up their spinal column helps the patient turn their neck. The patient's doctor has been very concerned about their neck not turning at all. Troubleshooting was performed on the call using the patient's programmer. It was determined the stimulation was on and voltage was set to 2.6 volts (v). The voltage was increased to 2.8v, which provided comfortable stimulation. The patient will follow up with their doctor to address the stimulation and neck issues after they return from vacation. No further complications were reported or anticipated.